Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The hospital reported that the a2000 skull clamp wobbled during surgery. The unit was in contact with a pt, but it is unk if the pt incurred an injury. Add'l info has been requested.